Manufacturer narrative:
H6: the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an l2/3 unknown spinal procedure in a patient diagnosed with ddd. It was reported that when inserting the cage after a few taps with a regular mallet the inserter disengaged from the cage, on inspection of the inserter the cage had fractured with a small fragment remaining on the inserter as shown in following images. The remains of the cage were removed using the removal tool and a new cage was inserted. There was no patient symptom reported. There were no further complications reported regarding the event.

Event description:
The cage was discarded by the hospital and cannot be returned. Procedure - dlif at l2/3. The cage broke as the inserter kept tightening on the threads of the cage causing this part of the cage to fracture.

Manufacturer narrative:
B5: event description was updated h6: fdm was updated since cage was discarded the device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.